Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g, every 3rd day, intravenous, discontinued), ceftazidime injection (1g, once daily, intravenous, discontinued), tablet of fluconazole (200mg, once daily, discontinued) and meropenem injection (500mg, twice a day, intravenous, discontinued) for peritonitis. Five days after event onset, the patient was treated with ceftazidime injection (1g, start, once daily, intraperitoneal, discontinued) for peritonitis. Four days after hospital admission, the patient was discharged. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.